Event description:
It was reported that a pacemaker dependent patient presented in the emergency room with pain around the implant site of their implantable cardioverter defibrillator. While in the hospital, interrogation of the device revealed that the threshold and pacing lead impedance on the right ventricular lead has been rising for the last six months. The patient was admitted to the hospital. During an emergency room follow up on (B)(6) 2017, the nurse practitioner said the pain experienced by the patient around the implant site was actually a skin rash with no sign of infection. Examination of the system via x-ray did not reveal any device, lead, or intrinsic abnormalities. No intervention was performed. The patient was reported as stable.